Manufacturer narrative:
H10: the lot number was not provided, therefore, a lot history review was not performed. The device was not returned for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for perforation of the ivc and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly perforated and a limb bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a 50-year-old female, weight was not provided.

Manufacturer narrative:
The device was not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly perforated and a limb bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old female, weight was not provided.